Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted/bunched. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered and shaft kinked occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and non-calcified left anterior descending artery. Pre-dilation was performed with a 2.5x12mm non-bsc balloon catheter. A 3.00 x 48 synergy ii drug-eluting stent was advanced for treatment. However, the physician had difficulty to negotiate the bend of the lesion and noticed that the hypotube was kinked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed a stent damage.